Manufacturer narrative:
H6: corrected conclusion code from 22 to 4315 - cause not established.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placements.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The device was deployed just below the left renal artery. At the final angiography, it was revealed that both renal arteries were covered by the device. Blood flow to both renal arteries was confirmed. It was decided the patient will be monitored and the procedure was completed.